Event description:
It was reported the programmer will not allow user to calibrate the screen. The cursor is too high up to allow access to "tools" section. The programmer was returned for calibration and repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).